Event description:
It was reported that during an interventional procedure to treat a stenosed om graft, the stent was dislodged from the stent delivery system (sds) during removal into the guide catheter. Two lesions were to be treated in the graft, and the physician intended to direct stent the distal lesion. It was not possible to cross the proximal lesion, which had been pre-dilated. Poor co-axial alignment of the guide catheter contributed to the inability to cross. The sds was withdrawn repeatedly into the guide catheter (contrary to the IFU: "an unexpanded stent may be retracted into the guiding catheter one time only.") The stent was dislodged during the sixth retraction. The sds, guide catheter, and guide wire were withdrawn from the anatomy together, and the guide catheter was dissected in an effort to locate the stent. Subsequently, the stent was located at the proximal lesion of the om graft. A dilatation catheter was advanced and inflated to compress the stent against the vessel wall. A stent was then deployed, trapping the stent against the vessel wall and treating the proximal lesion. The distal lesion was not treated. The pt remained stable during the procedure.